Event description:
Pt was ambulating in merry walker, and pushed open an exit door, then fell down 11 steps. Rn states she does not believe pt could have managed to open door if not in merry walker. Pt rec'd emergency room treatment and was hospitalized. Sustained head laceration and 2 fractured ribs.